Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber confirm the reported forward firing event as visual analysis identified the glass cap exhibited a distal circumferential fracture. However, the rate of forward firing was identified to be below the threshold for potential patient harm. The metal cap exhibited charred debris adhesion, indicative of tissue contact. The identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to distal circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber started forward firing during a photoselective vaporization of the prostate procedure. It was noted that there was a normal level of tissue on the fiber and pressurize saline was not utilized. This fiber was replaced, and the procedure was completed using another fiber with no patient complications.

Event description:
It was reported that the fiber started forward firing during a photoselective vaporization of the prostate procedure. It was noted that there was a normal level of tissue on the fiber and pressurize saline was not utilized. This fiber was replaced, and the procedure was completed using another fiber with no patient complications.